Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® uni-directional navigation catheter and a signal loss occurred when using the catheter as there was no signal. The catheter was replaced and the issue resolved. The procedure was completed with no patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since it is unknown if the signal loss occurred on all channels, including the 12 leads of body surface electrocardiograms (ECG) and all intracardiac ecgs, and it is also unknown if any ECG signal was available for the physician to monitor the patient¿s heart rhythm, this complaint is conservatively being reported. Lack of monitoring of cardiac rhythm while devices are intracardiac might lead to patient injury.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 04/19/2016. (B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch uni-directional navigation catheter and a signal loss. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures the customer complaint cannot be confirmed.